Manufacturer narrative:
(B)(4). Devices a, b, c, and d were returned with the blade scratched and cracked evidence of contact with metal in or out of the operative field. The devices were functionally tested with a generator. During functional testing on gen11 instrument error screen was received. The blade broke off of device a during the analysis. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "replace instrument" with the gen11 later in the procedure, and continued usage can result in a cracked blade. The "tighten assembly" yellow screen appears when the instrument may not be properly assembled to the handpiece. Device b additional information: batch # h9138j, expiration date: 4/16/2016, manufacturing date: 5/16/2011. Device c additional information: batch # j92k41, expiration date: 9/18/2017, manufacturing date: 10/18/2012. Device d additional information: batch # j92939, expiration date: 8/18/2017, manufacturing date: 9/18/2012.

Event description:
It was reported that during a video-assisted laparoscopic esophagus resection after approximately 30 minutes (ace performed well before), gave the gen11 an error "tighten assembly." They re-assembled the harmonic ace on the handpiece but it didn't function anymore. Handpiece was changed, but gave the same error code after starting up. Another ace was opened. The medical technician checked out the biomed settings. He could only see: the time of activation/how long the surgeon has worked with the ace, that the device was dirty, and the tighten assembly error. The device with lot number j92u0f has as additional problem that the blade broke off. Ligasure was used to complete the procedure. No patient consequences were reported. Seven devices will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.